Manufacturer narrative:
Visual analysis of the returned device identified an extended opening on posterior and creases fold. Weight measurement of the device identified device was underweight. A microscopic analysis was performed which identified striated opening on anterior and posterior, and a sharp opening on posterior. A dimensional measurement in the shell was performed which identified the thickness within specification. Based on the device analysis the final assessment was a sharp opening on posterior due to an unidentified (tear) opening, and a striated opening on anterior and posterior due to surgical damage consistent in the use of some surgical tools.

Event description:
Device has been explanted.

Manufacturer narrative:
The reason for reoperation is "rupture". Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported a "rupture". Manufacturer of the device is unknown. This record is for an unknown side. Device remains implanted.

Event description:
Healthcare professional reported, affected side was left side.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted.

Event description:
Healthcare professional reported a "rupture." This record is for an unknown side. Device remains implanted.